Event description:
Nickel sensitivity, nausea, fever, bloating, irregular periods, heavy bleeding, weight gain, dizziness, acne, lower back pain, severe cramping, fatigue, joint pain, hives and hysterectomy removing tubes, devices, uterus and cervix. (B)(6) 2013. (B)(4).